Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a 38-year-old female patient who had essure (batch no. 648523-invalid, 678810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: imitrex from 2007 to 2010. Concurrent conditions included body mass index normal, depression, bipolar disorder, renal colic, nephrolithiasis, chronic back pain, migraine, dyslipidemia, post-traumatic stress disorder, aortic regurgitation, flank pain, urinary tract infection, abdominal pain, lower abdominal pain, pelvic congestion, tobacco abuse, systolic ejection murmur, cystitis interstitial, gas pain, perineal pain, spotting vaginal, dysuria and anxious mood. Concomitant products included acetylsalicylic acid (aspirin), atorvastatin since 2017, baclofen from 2012 to 2015, gabapentin from 2012 to 2016, hydroxyzine from 2012 to 2016, lamotrigine (lamictal) from 2012 to 2016 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced urinary tract infection ("infection type: urinary tract"), cystitis ("infection type: bladder"), dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes describe: decreased sexual drive"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain / loss specify which one +100 lbs/ weight gain / loss specify which one: weight gain."). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: paratubal cyst"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced vaginal infection ("infection type: vaginal"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, cystitis, vaginal infection, menorrhagia, vaginal haemorrhage, arthralgia and pain in extremity had resolved and the dyspareunia, vaginal discharge, weight increased, dysmenorrhoea, libido decreased and adnexa uteri cyst outcome was unknown. The reporter considered adnexa uteri cyst, arthralgia, cystitis, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Fluid with in endometrial canal.. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Fluid with in endometrial canal.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"pelvic pain, dysmenorrhea (cramping), dyspareunia, hip pain, leg pain, paratubal cyst". Lot number: 678810, manufacture date: 2009-09, expiration date: 2012-09. Lot number 648523 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a 38-year-old female patient who had essure (batch no. 648523, 678810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: imitrex from 2007 to 2010. Concurrent conditions included body mass index normal, depression, bipolar disorder, renal colic, nephrolithiasis, chronic back pain, migraine, dyslipidemia, post-traumatic stress disorder, aortic regurgitation, flank pain, urinary tract infection, abdominal pain, lower abdominal pain, pelvic congestion, tobacco abuse, systolic ejection murmur, cystitis interstitial, gas pain, perineal pain, spotting vaginal, dysuria and anxious mood. Concomitant products included acetylsalicylic acid (aspirin), atorvastatin since 2017, baclofen from 2012 to 2015, gabapentin from 2012 to 2016, hydroxyzine from 2012 to 2016, lamotrigine (lamictal) from 2012 to 2016 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced urinary tract infection ("infection type: urinary tract"), cystitis ("infection type: bladder"), dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes describe: decreased sexual drive"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain / loss specify which one +100 lbs/ weight gain / loss specify which one: weight gain."). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: paratubal cyst"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced vaginal infection ("infection type: vaginal"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, cystitis, vaginal infection, menorrhagia, vaginal haemorrhage, arthralgia and pain in extremity had resolved and the dyspareunia, vaginal discharge, weight increased, dysmenorrhoea, libido decreased and adnexa uteri cyst outcome was unknown. The reporter considered adnexa uteri cyst, arthralgia, cystitis, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Fluid with in endometrial canal.. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Fluid with in endometrial canal.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"pelvic pain, dysmenorrhea (cramping), dyspareunia, hip pain, leg pain, paratubal cyst". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- bladder infection, urinary tract infection, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, dysmenorrhea (cramping), decreased sexual drive, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), paratubal cyst, hip pain, leg pain, vaginal infection. Reporter information, medical history, concomitant drug, lab data, events onset date, events outcome, weight, height was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.